Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pps system was implanted. The implantation date was either (B)(6) 2007 or (B)(6) 2008; two devices were reported but with no clarification as to which date corresponds to what device. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.